Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "it was reported that the actis broach broke off at connection point. Piece was left inside the kincise anterior adapter. All pieces were retrieved and backup instruments used so there was no delay." The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation revealed that actis broach sz 6 was broken from the post. The observed condition of the device can be attributed to a combination of prying motion and due to the taper not being seated all the way into the mating device before usage. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the actis broach sz 6 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the actis broach broke off at connection point. Piece was left inside the kincise anterior adapter. All pieces were retrieved and backup instruments used so there was no delay.